Manufacturer narrative:
Date of event: approximated based on the date the procedure. Date of implant: (B)(6) 2011, exact date unknown. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(4), batch: 14147787.

Event description:
It was reported that the patient was unable to achieve pain relief of the targeted pain area. The patient underwent an explant procedure of a lead due to inadequate stimulation caused by high impedances.

Manufacturer narrative:
Block b3: approximated based on the date the procedure. Block d6a: date of implant (B)(6) 2011, exact date unknown. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(6), batch: 14147787.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation caused by high impedances. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the procedure. Block d6a: date of implant (B)(6) 2011, exact date unknown. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2158500. Model: sc-2158-50. Serial: (B)(6). Batch: 14147787. Product family: scs-ipg-r. Upn: m365sc1110020. Model: sc-1110-02. Serial: (B)(6). Batch: 14286509. Device technical analysis: the returned ipg was analyzed and passed all tests performed, and exhibited normal device characteristics, no anomalies were found. The two involved leads were not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed on the leads and the ipg instructions for use, IFU and there was no evidence that the devices were used in a manner inconsistent with the labeled indications. Investigation conclusion: based on all available information, engineers are not able to confirm the event of inadequate stimulation caused by high impedances of the leads, as they were not returned for analysis, and the ipg passed all tests and no anomalies were found. The conclusion is determined to be cause not established as an analysis of the leads and the ipg passed all test.

Event description:
It was reported that the patient was unable to achieve pain relief of the targeted pain area. The patient underwent an explant procedure of a lead due to inadequate stimulation caused by high impedances. It is unclear at to which of the two leads was explanted. The ipg, implantable pulse generator, was also explanted and returned, however it is unclear as to why the ipg was explanted. No further information has been obtained despite good faith efforts